Event description:
The pt was implanted with a siltex saline-filled mammary prosthesis on 12/23/1997. Subsequently, the pt experienced a deflation of the device, breast pain and anxiety/stress/depression. The device was removed on 1/13/1999.